Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet could not be advanced to the end of the right atrial (ra) lead as the lumen was obstructed. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The stylet was kinked/buckled. The analyst noted that the lead was returned with the stylet still inserted in lead. Stylet could be removed from lead. Stylet kink was observed. Using a stylet sample to perform test, it passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.